Manufacturer narrative:
The returned product consisted of the opticross catheter. A visual inspection showed the sheath was kinked. Under microscopic inspection the imaging core was found to be stretched. An impedance test showed an open distal waveform. Egarding the observed kinked sheath, this type of failure could occur during procedure inside the patient during the advancement maneuvers, since in this process, the friction between the catheter, the hemostasis valve, guide catheter and the lesion creates a force that opposes the movement of the catheter; and/or during procedure outside the patient due to the action of external forces over the catheter, usually related to the handling of the device. Regarding the stretched imaging window, the DHR review confirmed that the device met all manufacturing specifications. Therefore, it is most probable that the observed imaging window stretching occurred during the procedure due to user manipulation. As the detachment could not be confirmed, this investigation has been assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the catheter fractured. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter broke at the distal part, and no image could be obtained. A different device was used to successfully complete the procedure. There were no patient complications.

Event description:
It was reported that the catheter fractured. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter broke at the distal part, and no image could be obtained. A different device was used to successfully complete the procedure. There were no patient complications.